Event description:
It was reported that lead fractures are suspected. It was further reported that the patient's family noted that the leads were fractured shortly after implant and device therapies had been disabled. The leads remain implanted and out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4968-35 lead, implanted: (B)(6) 2003. A 6937a-52 lead, implanted: (B)(6) 2003. A 6996sq-58 lead, implanted: (B)(6) 2003. (B)(4).